Event description:
It was reported that the patient had severe urinary tract infection, no allegation of purewick and the patient needed more than one wick per day. Representative advised that ins approved 1 per day and could speak with doctor about needing more. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had severe urinary tract infection, no allegation of purewick and the patient needed more than one wick per day. Representative advised that ins approved 1 per day and could speak with doctor about needing more. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were found adequate and states the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.